Manufacturer narrative:
Additional product code: hrs. This report is for an unk - screws: locking trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, during an open reduction internal fixation surgery for distal humeral fracture, the locking screw was not locking another distal hole of the plate. The surgeon used another backup devices and completed surgery with 30 minutes delay. The patient was stable. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown) unknown cortex screws (part# unknown, lot# unknown, quantity# unknown) unknown drill sleeve (part# unknown, lot# unknown, quantity# 1) unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# 1). This is report 02 of 02 of (B)(4).